Manufacturer narrative:
It was reported that the end-user developed an asthma attack after wearing an antiviral face mask. End-user has a known history of pneumonia and asthma and was instructed to wear a face mask in public due to low immunity related to pneumonia. End-user wore the antiviral mask one time with no issue, when she wore a mask a second time she developed an asthmatic response. End-user went to the local emergency department and was treated with inhaled breathing treatments and intravenous magnesium. The symptoms subsided and end-user was discharged home from the emergency department. End-user discarded the face masks and a sample was not returned. A root cause cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed. Not returned to manufacturer.

Event description:
It was reported a patient developed an allergic reaction after wearing antiviral facemask.